Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges white particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient has been noticing the particles in the device and had been having a very bad cough at night while using the device. The patient believes the device is causing her asthma. The patient visited her pulmonologist and allergist. The patient was prescribed unspecified asthma medications. The patient additionally alleges a burning smell coming from the device. The patient stated the odor smelled like burned popcorn. No smoke was seen coming from the device. There was no evidence of flames, melting, warping or voids/gaps in the device enclosure. The device was plugged into a wall outlet. A phone charger was plugged into the same receptacle. There was no property damage. There are no smokers in the household. The patient stated the particles were in the water chamber, tubing, and mask. The patient uses distilled water. The patient cleans the device daily with soap and hot water, and allows the device to air dry. The patient rinses the disposable filter regularly and rinses the reusable filter weekly with hot water and allows it to air dry. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The patient alleges white particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient has been noticing the particles in the device and had been having very bad cough at night while using the device. The patient believes the device is causing her asthma. The patient visited her pulmonologist and allergist. The patient was prescribed unspecified asthma medications. The patient additionally alleges a burning smell coming from the device. The patient stated the odor smelled like burned popcorn. No smoke was seen coming from the device. There was no evidence of flames, melting, warping, or voids/gaps in the device enclosure. The device was plugged into a wall outlet. A phone charger was plugged into the same receptacle. There was no property damage. There are no smokers in the household. The patient stated the particles were in the water chamber, tubing, and mask. The patient uses distilled water. The patient cleans the device daily with soap and hot water, and allows the device to air dry. The patient rinses the disposable filter regularly and rinses the reusable filter weekly with hot water and allows it to air dry. The dreamstation auto CPAP was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that white particles were observed in the connection of the humidifier. No errors were found in the device log history. The device was scrapped as requested by the customer. Update: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.